Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, patient medications were not crossing over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was not crossing over to pyxis. A technical support specialist connected to the server, found multiple current encounters for a visit number, advised the customer to cancel the preadmit for other encounter and confirmed that the issue was on the customer end. The customer acknowledged that the issue was with preadmissions patients. The system functioned as intended after the technical support specialist troubleshot the device.